Manufacturer narrative:
An event regarding seating/locking issues involving an scorpio insert was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
After replacing scorpio flex insert with a new scorpio flex ps insert the post op x-ray showed that the insert's locking mechanism (wire) was loose in the joint. Dr. (B)(6) went back in and retrieved the wire leaving the insert in the patient. Update as per sales rep 6/9/2016: we removed the original insert, replaced it with a new insert, and then discovered via post-op that the wire from the original insert was still in the knee. Dr. (B)(6) then went back in and retrieved the wire. I am not sure how much time it added to the case. At least 30-45 minutes.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
After replacing scorpio flex insert with a new scorpio flex ps insert the post op x-ray showed that the insert's locking mechanism (wire) was loose in the joint. Dr. (B)(6) went back in and retrieved the wire leaving the insert in the patient.